Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the light guide lens; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. Olympus implemented gfe 3 times for the user. However, we could not obtain the answer, and it was impossible to obtain the additional information, including the reprocessing steps. There was no physical damage to the device that was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.